Event description:
Ethicon linear cutter 75mm (rer-ntlc75, lot# g4t106) was used for laryngectomy, but about 0.5cm of the part of specimen was not cut due to handle of the cutter was broken. Rep stated the surgeon did not understand that the turning device could not be returned to original side. Stapler would not allow staples to go forward as a safety as it thinks it has been deployed. Diagnosis or reason for use: surgical stapling/cutting.